Manufacturer narrative:
The pump passed all operating currents tests. However, the pump alarmed compromised force sensor system during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 7.0mmol/l. The customer reported the drive support cap appears normal. The customer stated drive support cap and surrounding are brown like burned. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.